Event description:
New information received notes that the lead was successfully repositioned during revision on (B)(6) 2025. The patient was stable.

Event description:
It was reported that the patient was dependent on the device for normal function and presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing with intermittent capture was observed on the right ventricular (rv) lead. The patient was brought in for testing and loss of capture was confirmed on the rv lead. Dislodgement was confirmed. The patient was pending an rv lead revision. The patient was stable.